Event description:
A customer reported observing analyzer codes which affected the carbamezapine assay and an ocd field engineer reported observing biased carbamezapine qc results. Biased results of this magnitude could result in inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation summary: the ocd field engineer changed the ir wash pump and then determined that the ir wash pump was out of alignment. Correcting the alignment of the ir wash pump yielded acceptable qc results. The root cause of this event was a misaligned ir wash pump.